Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 09/07/2007. Additional information has been requested.

Event description:
A surgeon reports, that following intraocular lens (iol) implant surgery, a patient reported impaired vision. Following a biometry test, it was determined that the correct lens had been implanted. When the patient was examined visually, she was four diopters off. Additional information has been requested.